Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery would not charge despite attempting multiple cables and power sources. Additionally, it was reported that the cable was "no longer working". Customer's blood glucose was 144 mg/dl. Reportedly, customer reverted to manual injections.